Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
The patient reported that their pump ran dry in (B)(6) 2012. The patient stated that their husband had to rush them to the emergency center because they were sick. The patient confirmed that she was sick, could not keep ¿nothing down¿, and all she did was throw up constantly. The patient stated that it made her ¿deathly sick¿. The medication used within the system was unknown.

Manufacturer narrative:
(B)(4).

Event description:
The following information pertains to this event and was previously reported in manufacturer report # 3007566237-2013-01852: the patient reported that their pump stopped in (B)(6) 2012. The patient confirmed that "the pump stopped and then they just programmed it back again". The patient stated that their husband had to rush them to the emergency center because they were sick. The patient confirmed that she was sick, could not keep "nothing down", and all she did was throw up constantly. The patient stated that it made her "deathly sick". The medication used within the system was unknown. New information received: it was later reported that the event was due to pump end of life (eol). The patient had not missed a refill. The pump was replaced in (B)(6) 2012. The device was used to deliver morphine.